Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device being used in? CABG when the take down mammary artery. How much blood was loss (ml)? Very little . How was the bleeding controlled? Another clip another applier or they will see a hole did the patient receive a blood transfusion or any additional treatment based on the bleeding? If yes, please explain. How was the procedure completed? No blood transfusion. What is the current status of the patient? Patient has done okay.

Event description:
It was reported that the doctor was performing a CABG procedure and the clip applier didn't deploy a clip when the trigger was squeezed, resulting in the vessel being incised by the clip applier. It was not reported if there was any bleeding, how hemostasis was controlled if there was bleeding, how the procedure was completed, how many devices were used in the procedure or if there was any consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # m91259. The analysis results found that the mcl20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 15 clips as intended and the lockout mechanism not functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the lockout mechanism failure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.